Event description:
It was reported that the remote monitor had no power. Verification of correct cord placement and power to outlet done. Another outlet was tried and no power to the monitor. The monitor is being replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.